Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ("very swollen abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), tinnitus ("tinnitus"), vertigo ("vertigos"), loss of libido ("loss of libido"), muscle contractions involuntary ("contractions"), insomnia ("loss of sleepiness"), depression ("depression"), fatigue ("chronic fatigue"), premature menopause ("precocious menopause"), mineral deficiency ("mineral deficiency"), tendon pain ("tendon pain"), arthralgia ("joint pain"), myalgia ("muscular pain"), trigeminal neuralgia ("trigeminal nerve pain"), presyncope ("vagal nerve malaise"), vision blurred ("blurred vision"), amnesia ("loss of memories"), speech disorder ("speech disorders"), diarrhoea ("diarrheas"), abdominal pain upper ("gastric pain") and alopecia ("loss of hair"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal distension, tinnitus, vertigo, loss of libido, muscle contractions involuntary, insomnia, depression, fatigue, premature menopause, mineral deficiency, tendon pain, arthralgia, myalgia, trigeminal neuralgia, presyncope, vision blurred, amnesia, speech disorder, diarrhoea, abdominal pain upper and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, alopecia, amnesia, arthralgia, depression, diarrhoea, fatigue, insomnia, loss of libido, mineral deficiency, muscle contractions involuntary, myalgia, premature menopause, presyncope, speech disorder, tendon pain, tinnitus, trigeminal neuralgia, vertigo and vision blurred with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-mar-2018 for the following meddra preferred term: abdominal distension. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.